Manufacturer narrative:
Approximate age of device ¿ 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient underwent a pump exchange on (B)(6) 2018 due to suspected pump thrombosis. No further information was provided.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of (B)(6) did confirm the presence of a small deposition. Upon disassembly of (B)(6), a white, soft, non-adhered deposition was found in the outlet stator. The deposition was loosely seated between the bearing ball and one of the stator blades. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Hm ii lvas IFU (na) with cd, was available as of the implant date. Device thrombosis is listed in the hmii IFU as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The section "pump performance monitoring" under "patient care and management" outlines indications of pump thrombus and how to respond to such events. The section "anticoagulation" under "patient care and management" describes recommended anticoagulation therapy and inr range. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly, describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2018. The outcome was not device or therapy related.

Manufacturer narrative:
The evaluation of the device did confirm the presence of a small deposition. The pump was returned with the percutaneous lead cut approximately 3.5 inches from the pump housing. The sealed inflow conduit and sealed outflow graft were not returned. Upon disassembly of the pump, a white, soft, non-adhered deposition was found in the outlet stator. The deposition was loosely seated between the bearing ball and one of the stator blades. There was no evidence of lamination or denaturing, and there were no contact marks on the outlet section of the rotor to indicate that it was present in the pump while it was operating. The origin of the deposition and the duration of its presence in the pump could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This document outlines indications of pump thrombosis, as well as how to respond to such events. This document also provides information regarding anticoagulation therapy and the recommended inr range. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.